Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He stated the lens was exchanged for another model iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information was requested 08/29/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).